Event description:
Testing yields s aureus isolate oxacillin (ox) mic discrepancies. The hosp obtained oxacillin-susceptible results on the panel and oxacillin-resistant results with another test method. The correct results were reported to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Method: actual device not evaluated - comparison to another test method. Results: testing indicates compared to another test method an incorrect interpretation was received. Conclusion: no eval will be performed - occasional mic discrepancies occur. There are no reports of adverse health consequence associated with the discrepant results.